Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned to manufacturer.

Event description:
Caller states the patient tested 4.3 inr on the coaguchek xs system while a comparison lab returned as 2.9 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system however the test strips were not returned.